Event description:
A user facility reports that following intraocular lens (iol) implant surgery, the lens was sunsetting. Upon observation, it was noted that the haptics had broken off into the eye. One week later, the lens had slipped through a hole in the capsule. The pt was referred to a retinal specialist who removed the lens and performed a vitrectomy. In a follow-up, the surgeon reports the outcome of event for the pt as "unk".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/15/2008 by fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 06/06/2008.